Manufacturer narrative:
The alleged event is not confirmed. The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined.

Event description:
Peritoneal dialysis patient reported when removing the cassette after peritoneal dialysis treatment the inside of the cassette door was wet. The patient was advised to discontinue the use of the cycler. Follow up with the patient indicates that the patient did not have or experience any complications as a result of the fluid leak. The liberty cycler was replaced.